Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. This occurred during training; customer was not using pump for insulin therapy. Customer's blood glucose was not impacted.